Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on stored electrograms (egms) and undersensing on current egms. The events on the presenting egms do not appear to be true atrial tachycardia or atrial fibrillation. No adverse patient effects were reported. This ra lead remains in service due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.